Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported to fresenius technical support (ts) that their cycler was alarming with the m31 air detected in cassette warning. Warning occurred in an unknown phase/cycle of dialysis. Warning occurred several times. The patient was connected during the incident. Fluid was seen from unknown location. This issue occurred last night. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. The patient discovered fluid on his counter. The patient was able to continue with his setup after adjusting the clamps and tubing. Upon follow up, the patient¿s pdrn stated that the patient had a fluid leak in fill 2 of treatment on the night of (B)(6) 2026. The patient was connected. They could not determine where the fluid came from. They canceled treatment and did not perform any manuals. Prophylactic antibiotics were administered. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.